Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. (B)(4), lot number 62578. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: incorrect placement is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 2nd xen®45 gts was "delivered short in subconj and while trying manipulate it trans-conj about 1mm of the distal tip broke off. The fragment was left subconj and the remainder of the xen was removed from the left eye and discarded." Surgery was completed with another xen®45 gts. There was no eye injury.